Event description:
During a low anterior resection, the proximal anvil was inserted into the proximal colon and tied with a purse string. The surgeon took ecs to insert transanally and notice the staples were protruding from the stapler. The surgeon wasn't comfortable with the staples protruding and requested a second device be opened to complete the case. There was not consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, there were no protruding staples noted. The instrument was tested for protruding staples with none noted. However, it has been observed that the condition of protruding staples can be created if the adjusting knob is dialed open too far or beyond the point where the adjusting knob provides resistance once the orange tying area is visible. As stated in the packaging insert, the instrument should be opened only until the orange tying area is clearly visible above the staple housing. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in oder to continuously improve co's products.